Event description:
It was reported that the pulse generator exhibited backup vvi operation. Technical services was contacted to determine if the device was in eri and to evaluate the device software. The device was clinically resolved by successful download. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.